Event description:
The st. Jude medical representative reported inability to interrogate the device. Several unsuccessful attempts were made to establish communication. The device was scheduled for explant.